Event description:
It was reported that during a daily shift check, the autopulse platform did not power on and the display did not work at all. Customer replaced the battery with other batteries but this did not resolve the issue. The other batteries were tested with another platform and were found to work without any problems. No patient involvement was reported.

Manufacturer narrative:
Zoll (B)(4) confirmed that the display did not work while the platform was powered on. In addition, error 139 (unable to hold compression position) was found in the archive data. Zoll (B)(4) was able to clear the error message and confirmed that the platform is working properly.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 04/28/2014 for further investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the motor cover to be cracked. The platform powered on successfully multiple times using different batteries with no problems. Further investigation performed when the platform was opened found the drive train motor brake gap to be out of specification (0.016"). The gap was unable to be brought back into specification (0.08") because both of the set screws would not lock into the encoder dimple locking hole, causing the brake to disengage. The drive train motor was replaced, remedying this problem. A review of the archive was performed and shows that the platform was not power-cycled on (B)(6) 2013, and no anomalies were noted before or immediately after that date. The platform underwent and met all final testing criteria. In conclusion, the customer's reported complaint that the platform was not powering on was not confirmed, as the platform powered on with no reported problems both at zoll (b)(4 and at zoll (B)(4). The customer's reported complaint of the display not working was confirmed in (B)(4). The display was replaced, remedying the complaint.